Event description:
It was reported, the patient had their device turned off for a while but wanted to get it going again. It was stated after the patient¿s device was implanted, they only met with their manufacturer representative for reprogramming and they tried reprogramming several different times but the patient did not have symptom relief. It was noted that ¿sometime in 2012¿ the patient was told by their manufacturer representative that one of the leads broke but they ¿had enough there to still feel it.¿ reportedly, the patient became ¿disenchanted¿ and went to another doctor that was not familiar with their device and they tried medication for symptom relief. It was stated, the patient took 3 motrin per day and ¿the other pill that keeps you from getting sick from the motrin¿ and was sitting in a hot tub but that was not working. It was noted, the patient wanted to get their device up and running again and see if they could ge t symptom relief.

Manufacturer narrative:
Product ID 3889-28, lot# v242433, implanted: 2010 (B)(6); product type lead. (B)(4).